Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller needs to be charged everyday because it takes a long time to charge implantable neurostimulator (ins). It takes over an hour just to get ins from 0-50 percent. The pt stated that the recharger (rtm) is heating up. Controller port looks intact. The issue was not resolved. A replacement rtm was sent out. No symptoms were reported. Additional information was received. Pt said they called a few days ago and was sent a new rtm, pt tried it for a few days but they still had problems so they thought it was not controller not wanting to work. Starting over a month ago when recharging the ins it would show they had 0% battery so the pt would reset the controller and the ins battery would jump to 30% charge. Pt noted they had trouble charging the controller for they would charge the controller to 100% over night and when they unplugged the controller in the morning then by night it would have a dead battery to the controller. Pt said the controller use to last them3 days. Pt said sometimes the controller charge up good and other times it did not. During call pt verified no damage to the controller battery compartment or to the controller battery. Ps reopened and reassigned case to send email to repair for a replacement battery pack. Pt stated they were still having issues char ging their implant and when they reset the controller the implant battery would jump to 30%. Pt denied any recent falls or physical traumas. Pt stated it would take a long time to charge the implant. Pt denied the recharger becoming warmer than usual. Pt confirmed some days the controller charged good but other times the controller would last 3 days then by night their controller would be 'dead'.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial#: (B)(6), product type: recharger. Product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: m995402a001, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.